Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) and right ventricular (rv) lead were over-sensing noise, myopotentials, and post paced t-waves. Pacing inhibition was recorded. The patient was asymptomatic. No intervention was reported and there were no consequences to the patient.